Manufacturer narrative:
The insulin pump had intermittent response due to corroded keypad traces. No unexpected number ramping/scrolling during testing. The device had cracked lcd, window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 137 mg/dl at the time of the call. The customer stated that the numbers are scrolling on the screen of their insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.